Manufacturer narrative:
A device history review (DHR) could not be conducted since the lot number was not provided. A complaint history review of the product involved in the complaint could not be conducted since the catalog number, lot number and product description are unk. No conclusion can be determined since the catalog number, lot number and product description are unk. If more info of the sample becomes available, this investigation will be updated as necessary.

Event description:
The event is reported as: complaint reported via medwatch: ¿a pt was intubated with a 7.5 sheridan endotracheal tube. The cuff failed to hold insufflated air after intubation despite a pre-use integrity test conducted using a syringe full of air. The incompetent tube was removed and a second 7.5mm ett was placed, but the cuff still failed to remain inflated. Therefore; the pt was unable to receive full ventilator oxygen/breath. Of note; a third tube was placed; an 8.0mm; placement had same issue, same MFR.¿ no pt injury reported. Pt current condition is unk. Add¿l info requested.